Event description:
It was reported that the spider limb was not holding the pressure. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6 the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed that the unit failed the weight test. The piston migration was at 2.5 inches, which is indicative of hydraulic fluid loss. The complaint was confirmed and the root cause has been determined to be seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.